Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was administered to address bg. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 31 mg/dl. Cause was not known. Customer administered a glucagon injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.